Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger/modem defective) has been confirmed. The cause for the defective charger/modem is a defective transistor (q1) on the bedside board and a defective battery board. The q1 transistor controls the current flow to the battery while charging. The root cause of the defective q1 transistor and defective battery board cannot be positively identified. No adverse event resulted from the defective transistor or defective battery board. The patient received a replacement charger/modem.

Event description:
A (B)(6) distributor returned a charger/modem indicating that the charger/modem was defective. The charger/modem was replaced.